Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The left ventricular lead exhibited loss of capture and high impedance. An x-ray revealed the lead dislodged due to twiddler's syndrome. The lead was explanted and replaced on (B)(6) 2015 without complication.

Manufacturer narrative:
(B)(4).